Event description:
The manufacturer received information alleging a ventilator was not pass calibration test. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's tubing blower chassis was replaced to address the issue.